Event description:
Customer reported no delivery alarms that persisted despite changing the infusion set. The no delivery alarm occurred following a bolus. The blood glucose reading was 461 mg/dl. Customer expressed high blood glucose symptoms of moodiness, nausea, fatigue and thirst. Customer treated with a bolus. She stated that she was unsure if she was receiving the insulin delivery. She stated that the drive support cap appeared to be normal and recessed. Customer found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. The infusion set was removed and she stated that the cannula was not bent or occluded. She reported that there was burning at the insertion site. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.